Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the electrodes were broken. A 6f 110cm dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During unpacking, it was noted that the electrode was disconnected from the catheter. The device was not used. No patient complications reported.